Event description:
Formal claim received regarding pinnacle/corail hip implant revision. Revision took place in 2014, but exact date has not been provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received (B)(6) 2014 - revision was due to recurrent subluxation, which had been occurring for many years, instability and pain. Appearances suggestive of alval found during revision. Revision date confirmed as (B)(6) 2013. Update rec'd (B)(6) 2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient was revised to address elevated cobalt and chromium levels, dislocations, leg length discrepancy, and clunking. According to the medical records, upon revision, the patient was found to have lysis behind their acetabular component and weak musculature as a direct response of necrosis caused by the metal on metal damage to the soft tissues. The patient's femoral stem is being reported at this time. Also being updated are the patient's initials, comorbidities, date of birth and age. Osteolysis, dislocations, and leg length discrepancy are being added to the patient codes. Implant noise other is being added to the complaint category for the head and liner. (Left hip). The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
*Update received 22 dec 2014 - revision was due to recurrent subluxation, which had been occurring for many years, instability and pain. Appearances suggestive of alval found during revision. Revision date confirmed as (B)(6) 2013. Update rec¿d 12/22/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient was revised to address elevated cobalt and chromium levels, dislocations, leg length discrepancy, and clunking. According to the medical records, upon revision, the patient was found to have lysis behind their acetabular component and weak musculature as a direct response of necrosis caused by the metal on metal damage to the soft tissues. The patient's femoral stem is being reported at this time. Also being updated are the patient's initials, comorbidities, date of birth and age. Osteolysis, dislocations, and leg length discrepancy are being added to the patient codes. Implant noise other is being added to the complaint category for the head and liner. (Left hip). The complaint was updated on: 01/19/2015. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The medical records were submitted to bio engineering for review. The bio engineering report. Hip was reported as sub-luxing for many years prior to review by consultant. On review it could be subluxed on demand. Alval and metal ion levels were reported by the consultant the contra-lateral hip was also metal on metal bearing. It is not possible to say what caused the issues due to the limited information available. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. The litigation implies more general performance issues which are manage through pms review. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Information received from (B)(6)'s. Formal claim received regarding pinnacle/corail hip implant revision. Revision due to the level of metal in his blood stream and pain. Revision took place in 2014, but exact date has not been provided. Doi: (B)(6) 2004. Update received 22 dec 2014 - revision was due to recurrent subluxation, which had been occurring for many years, instability and pain. Appearances suggestive of alval found during revision. Revision date confirmed as (B)(6) 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.